Event description:
Device report from synthes (B)(6) reports an event in italy as follows: veterinary plate was implanted in (B)(6) male dog (unknown date). It was reported the plate broke in situ.

Manufacturer narrative:
(B)(4): placeholder.

Event description:
The dog was initially treated with an unknown external fixator. An inflammation of the bone occurred and an implantation of the lcp plate was scheduled. Reportedly the lcp plate broke after 1.5 months post-operatively.

Manufacturer narrative:
Device was used for treatment. Additional narrative: device is a veterinary product. Device is similar to a device marketed for human use. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.